Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site and confirmed the reported error issue. Fss noted that the advantech board had some rear ic pins bent and looked like touching each other; therefore fss replaced the advantech printed circuit board (pcb) as well as the power supply to resolve the issue. Fss performed the field service checklist, which the unit passed the functional tests and it was found to meet amo specifications. The system was monitored until (B)(6) 2016, which the monitoring period ended successfully with no further issues noted. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported error 2011 (error getting version strings from instrument host) with the whitestar signature system. It was stated that this was a backup unit. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.